Manufacturer narrative:
The reported events were lead dislodgement and ¿unable to disconnect the electrode from the pacemaker¿. The reported event of ¿unable to disconnect the electrode from the pacemaker¿ was not confirmed. As received, a complete lead was returned in one piece with all four tines were found to be intact and undamaged. The lead was able to be inserted and removed from the device without difficulties. Dimensional analysis of the connector pin, front seal, connector ring, and connector boot were all within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.

Event description:
Related manufacturer report numbers: 2017865-2023-22026. It was reported following implantation that the right ventricular lead had dislodged. The doctor reopened the pocket to reposition the lead, but was unable to disconnect the lead from the device header. Both the lead and the device were explanted. The patient was stable.